Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters with blood control technology leaked and had "considerable" blood exposure during use. The following information was provided by the initial reporter: "3 attempts were made to insert the iabc catheters. Each was successful. Each catheter had considerable blood exposure."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters with blood control technology leaked and had "considerable" blood exposure during use. The following information was provided by the initial reporter: "3 attempts were made to insert the iabc catheters. Each was successful. Each catheter had considerable blood exposure."